Event description:
It was reported that the customer was hospitalized with high bgs. Customer complained about frequent no delivery alarms. Troubleshooting revealed the customer is very thin and occasionally experiences bent cannulas. Technician recommended using an infusion set with a smaller cannula. Sent samples.